Event description:
This report summarizes 8 malfunction events in which the device reportedly had a decrease in pressure. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 8 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Additional information: 8 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device reportedly had a decrease in pressure. 8 events had patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device reportedly had a decrease in pressure. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 4 devices were received. 4 device investigation types have not yet been determined. Additional information 8 devices were not labeled for single-use. 8 devices were reprocessed or reused.